Manufacturer narrative:
Product analysis: the product specimen has not been returned for device analysis. Conclusion: multiple attempts to gather additional information and request product return have been made; however, these attempts have been unsuccessful. Without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Should additional information become available, a supplemental report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that one month post implant of this bioprosthetic aortic valve, this device was explanted and replaced with a different aortic valve due to endocarditis. The infective organism has not been reported, and it is unknown whether the device will be returned for analysis. No other adverse patient effects were reported.

Manufacturer narrative:
Medtronic received additional information that an echocardiogram analysis prior to this device replacement showed the left ventricular chamber size was normal. The ejection fraction was 55-60%. The left atrium is mildly dilated. There was an independently mobile mass attached to one of the bioprosthetic struts towards the antero septum ,with perivalvular leak and a mixed echo dense and echolucent space noted in the superior portion of aortic valve,with a severe perivalvular leak going circumferentially, consistent with perivalvular leak and abscess with prosthetic valve vegetation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received additional information that an echocardiogram analysis prior to this device replacement showed the left ventricular chamber size was normal. The ejection fraction was 55-60%. The left atrium is mildly dilated. There was an independently mobile mass attached to one of the bioprosthetic struts towards the antero septum ,with perivalvular leak and a mixed echo dense and echolucent space noted in the superior portion of aortic valve,with a severe perivalvular leak going circumferentially, consistent with perivalvular leak and abscess with prosthetic valve vegetation.

Manufacturer narrative:
Analysis: the actual device was not returned for analysis. Medtronic tissue bioprosthetic heart valve product manufacturing processes involves a series of tissue treatments to fix the tissue and to reduce the bioburden level prior the terminal sterilization step to yield a sterile product. The tissue processing for tissue heart valve product structures includes a series of bioburden reduction processes. Subsequently, to the last bioburden reduction step, the assembled products are packaged into sterile jars in final sterilant solution and are enclosed in torqued lids to ensure sterile barrier under an iso class 5 clean zone. The terminal sterilization process is validated using bacillus atrophaeus atcc (B)(4), as recommended under iso 14160:2011. The last bioburden reduction process for the tissue heart valve products whereby the process was challenged with 106 cfu of mycobacteria species and bacillus atrophaeus atcc (B)(4) (aka bacillus subtilis varniger) at worst case conditions (minimum glutaraldehyde concentration at half the exposure time). The validation studies demonstrated that a sterility assurance level of 10-6 or better will be met against mycobacteria and bacillus species. In addition to the controls in place, a routine microbial monitoring program is incorporated into the manufacturing process. This program encompasses the monitoring of environmental area, assembled product bioburden, and packaging solution. Any growth, if found from the assembled product and packaging solution are characterized and evaluated for potential resistance to the terminal sterilization process. Finished products are only released with acceptable bioburden results. Additionally, acceptable sterility testing result is a requirement for finished product release. The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Hence, the controls and microbial monitoring programs in place will further minimize the risk of microbial contamination. Conclusion: it was unlikely that the endocarditis originally came from the device and/or manufacturing valve process. The reported pvl most likely was due to the endocarditis, there is no evidence to suggest is device related. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.